Manufacturer narrative:
An additional lot number was reported (lot #m018355). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges would not "snap" into place. Reportedly, a piece of the cartridge appeared to be missing. Also, it was noted that an o-ring from a previous cartridge was on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge; however, stated that it felt loose. There was no reported impact to the customer's blood glucose level.